Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000126154.

Event description:
It was reported that the patient had an unrelated surgery where the ipg was not placed in surgery mode. Afterwards, the ipg was unable to communicate and was found to be inoperable. Additionally, patient's one of the scs leads had migrated. As a result, surgical intervention took place on (B)(6) 2024, wherein the ipg and the migrated lead were explanted and replaced to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.